Manufacturer narrative:
(B)(4).

Event description:
It was reported that the collar part detachment occurred. The mildly tortuous and moderately calcified target lesion was located in the first right posterolateral segment to the second right posterolateral segment. A guidezilla¿ guide extension catheter was selected for use. During the procedure, after pre-dilatation, difficulty in delivering the stent was observed. Subsequently, the stent got caught by the collar part of the guidezilla¿ several times. Consequently, it was noted that the collar part detached. A small balloon catheter was then inserted to retrieve the detached collar. The procedure was then completed with another of same device. X-ray was then performed after the procedure and no anomalies were noted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood on the device. Microscopic and tactile examination of the distal shaft/hypotube observed a kink, 64cm from the strain relief. Microscopic examination noted a full separation at the collar/proximal location and that the polytetrafluoroethylene(ptfe) was fully pulled out from the collar. Microscopic examination also observed a damage to the tip. Functional testing was not done due to the condition of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the collar part detachment occurred. The mildly tortuous and moderately calcified target lesion was located in the first right posterolateral segment to the second right posterolateral segment. A guidezilla guide extension catheter was selected for use. During the procedure, after pre-dilatation, difficulty in delivering the stent was observed. Subsequently, the stent got caught by the collar part of the guidezilla several times. Consequently, it was noted that the collar part detached. A small balloon catheter was then inserted to retrieve the detached collar. The procedure was then completed with another of same device. X-ray was then performed after the procedure and no anomalies were noted. No patient complications were reported and the patient's status was stable.